Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log file contained events and data from 22nov2024 through 20dec2024. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The account indicated that heartmate ii lvas, serial number: (B)(6) will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists adverse events that may be associated with the use of the heartmate ii lvas, including bleeding, hemolysis, and right heart failure. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was being seen for a gastrointestinal (gi) bleed but incidentally was found to have tea-colored urine and lactate dehydrogenase (ldh) suspicious for hemolysis. Log files were sent for analysis. An echocardiogram was done and showed no concern for pump malfunction and the patient was having no alarms or heart failure symptoms. The patient had notable right heart failure. The log files were reviewed and found a few pulsatility index (pi) events and routine power changes. No unusual events were seen in the log files.

Event description:
It was noted that the patient passed away (B)(6)2024. The patient had transitioned to comfort care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient passed away due to pulmonary artery injury post right heart catheter leading to respiratory failure and intubation. The patient was extubated and reintubated once with worsening hypotension, pressor requirements. The family pursued comfort measures. The death was not considered to be related to the device. The device operated as expected. The device would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.